Manufacturer narrative:
.

Event description:
It was reported that the hcp was unable to aspirate from the catheter access port and the hcp believed that the sutureless connector catheter pin may be causing the issue. When the hcp disconnected the catheter from the pin, there was free flowing cerebrospinal fluid (csf), but when the sutureless connector pin was on, there was no free flowing csf. The hcp believed that the piece was occluded. No patient symptoms, treatment, or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.